Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. A 5076 implantable pacing lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had chronic intermittent undersensing of p waves. It was noted that the atrial lead placement had been difficult on the initial implant, due to scarring related to a total chest radiotherapy the patient had undergone previously. The p waves were low at implant and at the 1-week followup visit. Thresholds had also risen to levels requiring high pacing outputs but had since stabilized. Chronic bipolar p waves had stabilized but on the recent office visit intermittent undersensing was observed. The physician does not feel that revision would yield any further improvement, as multiple repositioning attempts were made at the time of the initial implant. Other options were evaluated but the patient feels fine so the plan is to continue to monitor the patient at this time. The lead remains in use. No patient complications have been reported as a result of this event.